Event description:
The lens was explanted due to presumed calcification. At the last examination in 03/03, the patient visual acuity had improved to 6/10-post-op from 6/30 pre-op. Date of origianl surgery 7/01.